Event description:
I have had the essure procedure done in (B)(6) 2009. Since then I have suffered extreme lower abdomen pain, constant migraines, severe memory loss, and just recently was diagnosed with fibromyalgia as a last resort diagnosis for my symptoms. I was a healthy woman until this procedure. Now I also have liver problems and pelvic inflammatory disease. I have trouble walking without help. I can't make any fast moves or I feel a sharp stabbing pain from my pelvic bone to my belly button. I am only (B)(6) and I can't take my children out to play or even lift my youngest anymore. My life has been ruined due to my poor research on this horrible product. Now I am finding it almost impossible to find a doctor to remove the coils, and continue to suffer. The pain is worse daily. I have been married only 5 months and I can no longer have intercourse with my husband. I wanted a reversal but due to the extreme pain increase I just want the tubes out or a complete hysterectomy. My family is suffering and it's all my fault. I have researched my symptoms and found thousands of women have the same symptoms and they disappeared after the coils were removed. I need my life back. My children need their mother back. My husband needs his wife back. I have lost multiple jobs due to pain. My husband is off work due to an amputation at his job. I need to get my health back! I need my life back. It's not right that I just turned (B)(6) a couple of weeks ago and I can't walk without assistance. I used to run every day. With the thousands and thousands of women suffering from this product I don't understand how it is still being used.